Event description:
A pt with a history of deep vein thrombosis and pulmonary emboli was admitted to the hospital following a recent onset of chest pain and breathlessness. The ventilation perfusion scan suggested pe and the pt was placed on warfarin. A recovery filter was then inserted into a 24mm vena cava. CT scan showed that the pt had liver lesions, so the anticoagulation was lowered so a liver biopsy could be performed. After the liver biopsy, which showed acute malignancy, the anticoagulation therapy was resumed and the inr increased. Seven days after filter implant, a CT was taken showing the filter properly placed and intact. Eighteen days after implant, the pt collapsed and died. An autopsy was performed. Results showed that the recovery filter was lodged against the tricuspid valve and was surronded by a large, ping pong ball size clot. The filter was overwhelmed by clots resulting in a huge hard thrombosis. A filter leg was also found disconnected from the rest rest of the filter and was embedded in the wall of the right ventricle. The pt was also riddled with cancer.